Event description:
Caller reported a cgm error with their system. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the error code did not reappear, allowing the caller to successfully start their sensor session.